Event description:
I underwent the procedure called lasik eye surgery on both eyes. I was given a document that described possible side effects or undesired outcomes, but was verbally assured that they were very unlikely and very few people experienced them. However, they felt it wise to provide all possible outcomes. After the surgery, I did the after care protocol as prescribed to me. Since then I have consistently had to use drops for chronic dry eye, every 10 minutes or so while awake. My eyes burn every minute I'm awake. They just burn a little less in that second I administer a drop. Since then, I have had bacterial eye infections more than once and have never had one in my life prior to this procedure. I can't enjoy going out and doing activities like I used to, because I am always needing to bring drops and put them in my eyes. I cannot wear makeup on my eyes. I also still need to wear eye glasses because my vision is not good enough to see without them.